Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm. Upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. No portion of the sensor wire was visible on the sensor pod. The event occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2023, the patient underwent a surgical procedure to have the retained sensor wire removed. Per the reporter, the doctor could see the sensor wire but was unable to remove it as it is ¿very thin¿. The patient was in the recovery room at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.